Event description:
It was reported that the ems crew was taking the pt to the (b)(6 center. They were unloading the cot and they alleged that the safety bar malfunctioned and never dropped. This allowed the cot to come completely out of the ambulance and it reportedly tipped on its side with the pt on it. The customer also reported that they have two other cots with bent bars.

Manufacturer narrative:
Safety bar.